Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018  with blood glucose of over 700 mg/dl. The customer also reported that the high blood glucose level was heading towards diabetic ketoacidosis. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.